Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of data issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had an electrogram (egm) with no sensing on channels. According to the field representative no actions were taken. The sensing was turned off on left ventricular lead at generator change per physician. The crt-p has recently been implanted and remains in service. Additional information was received from the field mentioning that the left ventricular (lv) lead sensing was programmed off at crt-p implant due to noise showing up on the lv channel back then. The crt-p remains in service. No additional adverse patient effects were reported.